Event description:
It was reported that during preparation of the deice for a cardiopulmonary bypass procedure, the unit goes into over temp intermittently. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.